Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions and due to tenous nature of the mitral valve anatomy. Image resolution poor was associated with procedural circumstances and due to intermittent shadowing of the anterior leaflet. Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (unchanged) appears to be due to the slda. Mitral regurgitation and tissue injury/damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report flail and a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. The patient presented with myocardial infraction (mi) and muscle dysfunction. The patient had an acute right coronary event prior to the procedure with percutaneous coronary intervention (pci). The purpose of the mitraclip procedure was to get the patient well enough to have surgery on the valve. An xtw clip was placed a2/p2 medial. The xtw was deployed, but there was still residual mr on both sides of the clip. The patient then developed a flail and the clip detached from the posterior leaflet. The physicians believe the slda was due to the tenuous nature of the patient¿s valve anatomy. The procedure was aborted. Mr remained at grade 4. Visualization was noted to be difficult due to shadowing of the anterior leaflet. No additional information was provided.